Event description:
Information received from the field does not address the patient's clinical status but notes that a holter monitor recorded several events of loss of capture without an autocapture back-up pulse being delivered. Autocapture was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received